Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began on (B)(6) 2016, at 7pm, alleging she obtained inaccurate blood glucose results of ¿595 mg/dl and 593 mg/dl¿ then at a later unknown time ¿394 and 340 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for precision. The patient reported she manages her diabetes with a combination of diabetes medication including metformin 1000mg, levemir 40 units and glipizide. She denied making any changes to her usual diabetes management routine as a result of the alleged issue. The patient denied developing symptoms but reported that on (B)(6) at 7am she went to a clinic, who advised her to go to the emergency room. The patient had her blood glucose tested on an emergency room meter, but no results are available. The patient reported she was treated at the emergency room with IV fluids. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.